Event description:
It was reported that the patient experienced loss of stimulation. The patient underwent spinal cord stimulator (scs) explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn:m365sc2316500, model:sc-2316-50, serial:(B)(6), batch:3206576/7081613. Product family: scs-splitters, upn:m365sc3400300, model:sc-3400-30, serial:(B)(6), batch: 7070015/7070052.